Event description:
(B)(4). Initial report: this non-serious spontaneous case report from (B)(6) was reported by a physician to our local affiliate (B)(4). Initial and follow-up information received on (B)(6) 2009 respectively were processed together. This case involves a female patient in (B)(6) who received poly-l-lactic acid therapy on (B)(6) 2009 with two injections (two cheeks). On (B)(6) 2009, the patient presented with a delayed allergic reaction at the injection site (two cheeks). The event occurred two days after the administration of cortisone (nos) for a cold that occurred between (B)(6) 2009. The reporter also mentioned that the patient received a botox (botulinum toxin) injection on her forehead on the same day as the poly-l-lactic acid injection, but there was no allergic reaction noted on her forehead. At the time of this report, the event remains ongoing.

Manufacturer narrative:
(B)(4). Reporter's causality assessment: not provided.